Manufacturer narrative:
As reported via an abstract (katsunari, et al. Sep 15, 2014. ¿ocular thrombosis after stent-assisted coiling of a c7 (paraclinoid) internal carotid artery aneurysm. A report of two cases and literature review¿, interv neuroradiol. 2014 sep15; 20(4):455-60. Doi: 10.15274/nrj-2014-10034), two patients developed ocular thromboembolism following an stent-assisted coiling of paraclinoid aneurysm with use of an unspecified enterprise stent. No additional information regarding the patients, procedures, or events was provided in the abstract. The article was not available. The device was not returned for analysis, and the lot number was no available to conduct lot history review. Thromboembolism is a known potential adverse event associated with the use of the enterprise vascular reconstruction device and delivery system, as outlined in the instructions for use. Based on the limited information, there is no indication of any device performance or manufacturing issues related to the reported event. Therefore, no corrective actions will be taken at this time.

Event description:
As reported via an abstract (katsunari, et al. Sep 15, 2014. ¿ocular thrombosis after stent-assisted coiling of a c7 (paraclinoid) internal carotid artery aneurysm. A report of two cases and literature review¿, interv neuroradiol. 2014 sep15; 20(4):455-60. Doi: 10.15274/nrj-2014-10034), two patients developed ocular thromboembolism following an stent-assisted coiling of paraclinoid aneurysm with use of an unspecified enterprise stent. No additional information regarding the patients, procedures, or events was provided in the abstract. The article was not available.

Manufacturer narrative:
The product noted in the report is for an unknown enterprise. Also, this report is for (B)(4). Additional information will be submitted within 30 days of report.